Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from ¿(B)(6)¿. Which was published in march 2008. The title of this study is ¿tibiotalocalcaneal arthrodesis with a compressive retrograde nail: a retrospective study of 59 nails¿ and is associated with the stryker t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported which occurred between 2005 and 2011. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 30 complaint were initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses stress fracture.